Event description:
(B)(4) - the dealer stated that the (B)(4) bariatric bed was delivered without the rails, and as a result the patient fell off. Additionally, the bed was not fully assembled, and the technician left the motor on floor. The was no injury reported with this event.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately three month old. The owner's manual part number 1123842 rev. H (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, and age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.